Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported they had an EKG last week and caller stated they "got an okay reading, but it did interfere with the EKG." Caller stated, "they said it came out okay but there was ai (artificial intelligence) that kinda filled in the blanks where it has been really really tweaked in the past." Caller stated "they have an ai program that fills in the blanks, I guess." Caller mentioned they were getting heart monitor for 2 weeks and mentioned they were by the "kid" who put the heart monitor on them that as long as their scs wasn't in the area where their heart monitor was it wouldn't affect it, but patient stated they didn't want to take any chances. And, because they don't take narcotics, they would have to be on morphine to take away the pain and "probably won't be able to walk" with the stimulator off for 2 weeks and "it's gonna be hard to do it." Caller mentioned their iron level is so low right now and they had "like 45 other things going on" with them. Agent documented information and redirected to hcp if needed to further address. Heart monitor